Manufacturer narrative:
The hill-rom technician found two brake casters and one brake/steer caster inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed preventative maintenance on its beds. The technician replaced the two brake caster and one brake/steer caster. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding when set. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).